Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that customer experienced recurring pump error alarm. Blood glucose was unknown at the time of incident. In the initial call it was reported that customer had multiple power error detected alarm and completed troubleshooting. Customer's mother called back and reported that the pump error alarm recurs. Advised that the insulin pump will be replaced. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. However, confirmed power error due to connector resistance issue.